Event description:
Alleged issue: on (B)(6) 2015, dr (B)(6) was performing a laparoscopic cholecystectomy on a pt. Clips were not "locking" over structure when distal end of clip was cleared (no tissue was in the way of the distal end of the clip). Pt's condition was reported as fine.

Manufacturer narrative:
(B)(4). A device history record (DHR) review did not show issues related to complaint. The procode in section d was corrected to fzp.

Event description:
Alleged issue: on (B)(6) 2015, dr. (B)(6) was performing a laparoscopic cholecystectomy on a patient. Clips were not "locking" over structure when distal end of clip was cleared (no tissue was in the way of the distal end of the clip). Patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). No sample is available for MFR to evaluate.